Event description:
It was reported that the balloon portion of the balloon venogram catheter separated during use. The physician reported feeling resistance as the balloon catheter was pulled back through the guide catheter. The physician indicated that the resistance may have been due to the balloon not being fully delated before attempting to remove it. After removal the balloon no longer inflated and it was found that the balloon portion of the distal tip had detached. The fragment could not be located and may have been left inside the patient¿s body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned, analyzed, and the catheter shaft was separated from the hub. It was noted that the catheter shaft was kinked/buckled, and visual summary analysis indicated the product was damaged during use. The analyst commented that the shaft was kinked at various locations, the balloon end was torn off and not returned, and the shaft separated at 89cm from the handle. Insertion test could not be performed due to kinks in the shaft. (B)(4).